Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the total parenteral nutrition infused faster than the programmed rate and volume to be infused (vtbi) on the pump. Although requested, additional information was not provided.

Event description:
It was reported that the total parenteral nutrition infused faster than the programmed rate and volume to be infused (vtbi) on the pump. Although requested, additional information was not provided.

Manufacturer narrative:
Customer reported that the event was previously reported to bd and has been captured in pr321539, manufacturer report number 2016493-2019-01235.